Manufacturer narrative:
Evaluation codes: results - (other): visual inspection of the product found the optic torn and one haptic torn off. There was evidence of surgical residue. Conclusions: the root cause for this event cannot be determined because the cartridge and injector were not returned.

Event description:
The surgeon implanted an aa4204vl silicone lens but it tore upon ejection from the cartridge. The lens was removed with no pt injury or complications. The facility indicated that it was unk as to why the lens tore. An mtc-60c cartridge was used and the lot number was not provided by the facility. The lot number and model of the injector was not specified by the facility.